Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple malfunction alarms occurred. Customer's blood glucose was within range (value not provided). Customer declined further troubleshooting as customer reverted to using an alternate method for insulin therapy.